Event description:
It was reported that, following deployment of another MFR's stent, a rupture of the left anterior descending occurred slightly distal to the stent and resulted in cardiac tamponade. After resuscitation of the pt, the balloon catheter was inflated in an attempt to seal the rupture and perfuse the distal vasculature. The use of this balloon catheter within a stent is contrary to instructions for use. The pt was sent for emergency coronary artery bypass surgery with the balloon catheter inflated at the rupture site. It was reported that the balloon was removed either inflated or not under full negative pressure, contrary to instructions for use. Three days later, a transesophageal echocardiogram revealed a foreign body in the ascending aorta, which extended into the left main coronary artery. Reportedly, coronary angiogram revealed that this was a separated portion of the balloon catheter. Retrieval attempts were unsuccessful and the portion was eventually surgically retrieved.